Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during a reverse shoulder arthroplasty, the surgeon attempted several times to engage the humeral tray locking ring with the polyethylene liner, but the locking ring would not lock in place. A new replacement locking ring was opened and placed in the humeral tray and the surgery was completed without further complications. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
The locking ring, which is packaged with the humeral tray, was returned however the humeral tray was implanted. Concomitant medical products: arcom xl 44-36 std +3 hmrl brg catalog#: xl-115364 lot#: 986490. Reported event was confirmed as returned product was deformed. Visual inspection shows that the ringlock is deformed. Dimension analysis shows the dimensions are within specifications. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.